Manufacturer narrative:
Although the product has been returned, the device has not yet been evaluated. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6), 2012. According to the complainant, due to the large size of the patient, during the ablation phase of the procedure the physician had difficulty getting into the patient's cavity and had to angle the sheath while applying a lot of pressure. The sheath cracked towards the inflow and outflow tubing. A fluid loss occurred and the sheath was spraying liquid near the patient's bottom near her rectum. The physician noted redness, but did not classify it as a burn but irritation from retraction of the sheath. The physician applied silvadene cream to the area. The procedure was not completed due to this event and the patient's condition has been described as okay.